Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery (cfa) was attempted using a starclose se with a 7fr sheath, after a coronary interventional procedure. Reportedly, the patient had a bilateral ultrasound guided puncture in the common femoral artery followed by groin angiogram to check for puncture location. A 4fr sheath was initially inserted and upsized to a 7fr sheath to do the kissing iliac stenting procedure. The starclose se was deployed. A pigtail was run from the other side and noted that the cfa was blocked on the contralateral side. The starclose se clip was right through to the posterior wall. The superficial femoral artery on the starclose se side was punctured and the vessel was reaccessed with a non-abbott wire. A non-abbott stent was placed and post dilatation was completed. The artery was then patent. There was a clinically significant delay in the procedure. No additional information was provided.